Manufacturer narrative:
UDI no. - not required for this product code. (B)(4). The actual device was returned to the manufacturing facility for evaluation. Visual examination of the returned sample revealed a tear in the welded area between the small and large balloon. The sample did not pass the leak test due to the tear. Retention samples from three recent production lots were evaluated. No visual anomalies were noted and all samples met the leak test specification. The production lot number was not provided by the user facility, which prevented a meaningful review of production or complaint records. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
On june 6, 2016 terumo received a medwatch report from the user facility that stated the following; "tr band applied post cath with sheath removal. Later in psu noted swelling to wrist site and cuff deflated". Also noted on the report under section f; products with left heart cath, selective coronary angiography, right femoral angiography, vascular closure device placement, percutaneous intervention to the left anterior descending artery and percutaneous intervention to branch artery. Follow up communication with the user facility confirmed the following information: no medical intervention was required; the site was monitored and swelling noted; the procedure outcome was good; and the patient was reported as doing good. The FDA medwatch report no. Mw5062611 was received on june 24, 2016. The product code initially reported on the medwatch was incorrectly reported as trb29-lrg it has been confirmed that the actual product code is trb24-reg.